Event description:
During the evaluation of a returned spectrum iq pump, the second from the left soft key was damaged and not working. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation, the second from the left soft key was not operable. The cause was determined to be the damage to the soft key and the keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.